Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on july 22, 2024, a healthcare provider left a PICC catheter in place for a patient, and during intubation found difficulty placing the catheter and delivering the guidewire into the patient, and immediately checked on the guidewire and found that the guidewire was ruptured and separated. The operator immediately notified the supervising physician and pulled out the guidewire at the same time. The patient was given bedside x-ray to check whether there were any fragments of the ruptured guidewire left in the body, which was not found for the time being, but it was not clear whether there were any fragments in the body. The patient's vital signs were stable and no definite injury was found.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Six photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the core wire appeared to be broken. The outer coiled wire was observed to be unraveled. Use residue was observed on the device in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on july 22, 2024, a healthcare provider left a PICC catheter in place for a patient, and during intubation found difficulty placing the catheter and delivering the guidewire into the patient, and immediately checked on the guidewire and found that the guidewire was ruptured and separated. The operator immediately notified the supervising physician and pulled out the guidewire at the same time. The patient was given bedside x-ray to check whether there were any fragments of the ruptured guidewire left in the body, which was not found for the time being, but it was not clear whether there were any fragments in the body. The patient's vital signs were stable and no definite injury was found.